Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0qgus, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was noted that patient experienced incontinence. It was also mentioned patient had a stroke during memorial weekend. The indications for use for this patient was gastrointestinal/ pelvic floor. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.